Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following the removal of the dilator and wire from a faradrive sheath, prior to attempting transeptal access, a leak was observed coming from the hemostatic valve. The valve seemed to be damaged. No air was observed in the sheath or the patient. The sheath was replaced with a similar device to ensure no issue arose. The procedure was completed with no patient complications reported. The sheath was disposed and is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.